Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that there was no anatomical interference, it was unknown if there was any angulation or kink in the delivery system upon deployment, and an 8f non-abbott delivery sheath was used. The cause of the reported incident could not be conclusively determined.na

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 14-12mm amplatzer duct occluder was chosen for implant with a 8fr non-abbott delivery sheath. During deployment, the physician noticed the device had a cobra deformation and could not correct it. A decision was made to retract the device and abort the procedure. It was reported there was no interaction with cardiac structures during deployment. There was no report of a replacement device and no report of adverse patient events. The patient remained hemodynamically stable throughout the procedure.